Event description:
It was reported that the customer received a no delivery alarm during a manual prime. The customer's blood glucose was 112 mg/dl. The customer stated that the insulin was cloudy. The customer stated that the issue did not result in a serious injury or hospitalization. The customer declined a replacement infusion set. Advised customer to use new insulin. Advised customer to revert to a back-up plan and contact her healthcare provider. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.